Manufacturer narrative:
(D10) concomitant devices: 300-30-06 - equinoxe preserve stem 6mm: (B)(6). 320-36-00 - eq 145-deg pe 36mm hum liner +0: (B)(6). 320-10-00 - eq rev tray adapter plate tray +0: (B)(6). 320-31-36 - equinoxe glenosphere, 36mm: (B)(6). 320-35-02 - eq sm superior augment glenoid plate: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 8 month(s) and 7 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced synovial irritation. Patient threw a ball to her dog and had increased pain. This event was resolved with immobilization for the patient. The case report form indicates that this event is definitely not related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. D1: corrected. H6: corrected investigation clinical codes.